Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that prior to implant the attempt to program the atp settings in the vt zone was not successful. The ICD was programmed for a three zone configuration. This is a known issue with the software. This device was implanted.